Manufacturer narrative:
Correction: e1: initial reporter postal code, g3. G3: date received by MFR: the correct date is 2/25/2025 (and not 02/28/2025 which was listed in the original report). Additional information: g2, h6, h11. H11: a review of the event history log identified the medication of furosemide was programmed with a concentration: 200 mg / 100 ml, a primary maintenance dose 10 mg/hr with a vtbi of 90 ml on the reported event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused furosemide during patient therapy in the cardiovascular intensive care unit (cvicu). The reported parameters were 200mg/100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.